Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis shows that this calibration code if used to perform an assay with test strips from any lot, could result in higher than expected values. No injuries reported in the field.